Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the ceramic tip is damaged" was caused by a thermo-mechanical fatigue of the tip due to improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope's ceramic tip chipped off. The issue occurred during a therapeutic holmium laser enucleation of the prostate (hole). The chipped off tip was removed entirely from the patient. The procedure was completed with a similar device. There were no reports of patient harm.